Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing had detached from the site connecter prior to insertion. Reportedly, the patient's blood glucose level was unaffected and there was no damage when the package was first opened. No further information available.